Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 414 mg/dl. The other blood glucose was 163 mg/dl, 269 mg/dl. The customer also stated that they treated with insulin pen. The customer declined to troubleshoot for high blood glucose. The device will be returned for the analysis.